Event description:
It was reported that the patient was hospitalised after having a seizure and losing consciousness with hypoglycaemia, around (B)(6) 2025 (exact date not provided). The patient¿s blood glucose levels declined to 50 mg/dl while wearing the pod between 36 and 48 hours. It was reported that the patient began shaking and then lost consciousness. The patient was taken to the emergency room and admitted. It was reported that the patient has brittle diabetes. The patient also reported medical history of platelet aggregation disorder, an unspecified lung condition, an unspecified heart condition and a mutation of the setd1a gene. The patient was treated with unspecified medications administered through a port, as the patient was unable to have an intravenous catheter placed due to their platelet aggregation disorder. The patient was also treated with glucose and drank orange juice and milk. Whilst hospitalised, the patient underwent a CT scan, an unspecified test involving wires applied to the head and their blood glucose levels were monitored. The patient was released 3 days later, exact date not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.